Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables and wall adapters. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved with alternate charging supplies.